Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The self-adhesive plaster came off during sports activity or while sweating, but the patient reported that has never been a problem. This issued occurred with 5 infusion sets.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.